Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8840, product type programmer, physician. Product ID 8870, product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) and consumer via a manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that a doctor asked the manufacturer representative to see the patient. The patient complained that he had become symptomatic for loss of baclofen delivery. The patient experienced a return of symptoms. The patient said they never heard any alarms, and this was supported by the patient's wife. When the manufacturer representative interrogated the pump and looked at the logs, the most recent details that were logged occurred in (B)(6) 2017 despite a report that the patient had several pump refills since that time but they were not recorded in the logs. No further complications were reported or anticipated.